Manufacturer narrative:
The complaint device is not available for a physical evaluation. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. A batch record review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
It was reported that during surgery the suture broke when the surgeon tried to sew up tissue after insertion of the anchor. It was also reported that there was a possibility that the broken piece was left in the patient's body. The device was discarded at the hospital. There was no surgical delay. The backup device was used to complete the case. Additional information received via email from the affiliate on 9-1-16: the broken anchor was left in the patient's body. So another bone hole was needed.